Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate the reported complaint. The instrument was placed on an in-house system and passed energy activation. Grip force testing of all wrist orientations were found to be well within specifications. The instrument also passed the electrode gap test and the gap was also found to be within specifications. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was reported that the vessel sealer instrument did not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer instrument did not seal sufficiently and the blade stopped moving. The planned procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the vessel sealer instrument did not seal correctly. The vessels to be sealed were not calcified or in excess of 7 mm in diameter. There was no error displayed and no audible beeps heard. There was blood loss (less than 500 ml) which was controlled with another instrument. There was approximately 20 minutes delay but no additional anesthesia was administered to the patient.